Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023, "lint from the towel that was sticking to the instrument was depositing in the patient and the surgeon was removing it". No additional harm or medical intervention was reported related to the incident. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"The product produces lint that adheres to our instruments".